Manufacturer narrative:
(B)(4). A 510(k) number will not be provided in the emdr, because, the product is unknown at this time. The sample was not returned to baxter, therefore, no evaluation or batch review could be performed. A follow-up report will be filed should additional information become available.

Manufacturer narrative:
(B)(4). This complaint for the reported issues of check patient line alarm and "line full of air" was not confirmed and a cause is undetermined. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. This issue has been escalated to CAPA.

Event description:
During troubleshooting of a check patient line alarm that appeared on the homechoice (hc) display during initial drain, the home patient (hp) revealed that the line appeared to be full of air. The technical service representative (tsr) advised the hp to end therapy and start over with new supplies. There was patient involvement but there was no patient injury or medical intervention indicated at the time of the initial report.